Event description:
It was reported that at device upgrade, high impedance was observed post-implant. When the svc coil was programmed off, the hvli was 65 ohms. It is suspected that the lead was damaged during the procedure. The svc coil remained programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.